Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system. Reportedly during the procedure the aortic body was inserted from the right side, but when the physician attempted to inject the polymer, it did not fill into the rings as expected. Despite multiple attempts to solve the problem by pushing up the delivery system and reconnecting the injector, the polymer still did not fill properly. Eventually, with slightly stronger force, only about half of the required polymer (approximately 4ml) was injected, and it filled only the sealing and support rings. At the 14-minute mark, a balloon touch-up was performed, resulting in the polymer being filled into some but not all of the contralateral leg support rings. Limbs were implanted, and the procedure was completed, although a type ii endoleak (non-device related failure) was observed during the last angiography. The patient was closely monitored after the operation.

Manufacturer narrative:
Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system. Reportedly during the procedure the aortic body was inserted from the right side, but when the physician attempted to inject the polymer, it did not fill into the rings as expected. Despite multiple attempts to solve the problem by pushing up the delivery system and reconnecting the injector, the polymer still did not fill properly. Eventually, with slightly stronger force, only about half of the required polymer (approximately 4ml) was injected, and it filled only the sealing and support rings. At the 14-minute mark, a balloon touch-up was performed, resulting in the polymer being filled into some but not all of the contralateral leg support rings. Limbs were implanted, and the procedure was completed, although a type ii endoleak (non-device related failure) was observed during the last angiography. The patient was closely monitored after the operation. Additional information: a comprehensive evaluation was done, revealing that there was a kink in the polymer fill tube at 10mm from the distal end of the polymer fill tube which aligns with the kink in the guide wire lumen and the oval fill tube. The polymer was present in the distal end of the polymer fill tube.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the returned device was completed. Endologix received one (1) alto delivery system for evaluation. The device was shipped and folded over itself in a large shipping box along with another unrelated device, within a biohazard bag within two transparent bags. There was blood residue on the device. The device and sheath were severely kinked in several locations due to shipping. There is a handwritten note on the biohazard bag as follows: "the device was folded and put in a plastic bag when received. The device was still within the sheath. The sheath was unable to be removed during decontamination, and during attempts to remove the sheath, the sheath was accordioned and broke. The stent graft was not returned as it was implanted in the patient as reported. An auto-injector was returned. A syringe containing 20 ml of clear fluid was still attached to the balloon port. It was removed and discarded." A visual analysis was performed. Upon visual inspection, the hypotube and sheath are severely kinked in multiple locations along the device length, most likely due to the condition of how the device was shipped. The handle halves were separated to verify polymer was present at the proximal end of the polymer fill tube. Polymer was verified to be present. The hypotube was cut with pliers proximally and distally to be able to remove the inner lumens for evaluation. Upon removal and inspection, there is a kink in the guide wire lumen and oval fill tube just proximal to the proximal lumen spacer. The bond between the proximal lumen spacer and hypotube is intact. There is a kink in the polymer fill tube at 10 mm from the distal end of the polymer fill tube which aligns with the kink in the guide wire lumen and the oval fill tube. Polymer is present in the distal end of the polymer fill tube. Other than the kinks mentioned above, the remainder of the device appears unremarkable. Based on the evaluation performed, the complaint was unable to be confirmed. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the alto delivery system, incomplete polymer fill, and type ii endoleak are unconfirmed. This is not consistent with the reported adverse event/incident. No contributing factors were identified. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem - updated g3 awareness date - updated h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11